Manufacturer narrative:
(B)(4). The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the customer was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lots has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported a patient was diagnosed with peritonitis on (B)(6) 2016. The patient was being treated with ancef and fortaz intra-peritoneal.

Manufacturer narrative:
Additional information: describe event or problem, implant date, explant date; concomitant medical products. Clinical review of the medical records provided reveal there was no allegation against fresenius products. The peritonitis was unlikely related to peritoneal dialysis therapy and use of fresenius products and likely related to technique failure.

Event description:
The patient was discharged home on (B)(6) 2016.